Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The pump had moisture damaged on motor assembly. The pump had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call of moisture damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he was in the water and his shorts were wet. The customer reported fluid under the lcd display. The customer mentioned that there was condensation in the screen but it cleared away after the condensation. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.